Event description:
During an upper gi endoscopy procedure, and esophageal z-stent was placed into a pt's esophagus. After the stent placement was completed, the dilator tip of the introducer system could not be withdrawn back through the stent, preventing removal of the introduction system. The pushing catheter was advanced to the top of the stent to capture the dilator tip. However, the string became caught in between the pusher and the dilator tip so that removal of the introduction system was still not possible. The physician placed a gastroscope along side of the introduction system and attempted to cut the string with endeoscopic scissors and a papillotome to release it from the stent, but was not successful. The physician then pulled the introduction system out through the pt's mouth attempting to release it from the stent. However, the stent also came up the esophagus and out of the pt's mouth. There was no pt injury reported.